Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown offset stem inserter/extractor/unknown lot number. Device is unknown and is unknown if implanted/explanted. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon noticed a loosening of radial head prosthesis stem implants with the radial canal around the one year mark. The stem appeared to have a "windshield wipering" or "filing" effect. No additional information was provided. This complaint is linked to (B)(4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Omit verbiage of unknown offset stem inserter/extractor and replace with unknown radial head prosthesis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.